Event description:
Patient's groin was wiped with a caviwipe by the medical student. Patient's groin was immediately rinsed with water and washed with chlorahexidine and betadine soap and solution. Label on caviwipe container has a baby in a circle with a line through it on the back of the container, but not clearly marked "not for use on humans."